Event description:
The patient reported that the pump dispensed insulin from the cartridge during the load step. The patient rebooted the pump twice and on the third attempt at priming, was able to complete the load step and prime the pump.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusions can be made at this time.